Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, and no issues were observed. Data extraction was unsuccessful, and the returned reader was unable to communicate for a new unused reader. De-cased the sensor and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). The returned battery was measured and found to be out of specification range. Unsoldered the battery from the pcba. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. The sensor was sent for extended investigation and additional attempts to scan the returned sensor patch were made. The sensor scan continued to be unsuccessful. A visual inspection was performed on the sensor¿s pcba revealed that the pcba had been damage during unsoldering of the battery and antenna is damage during de-casing. The observed damage to the pcba tracks and components prevents pcba to function as design intent. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia with symptoms described as aggressiveness and a loss of consciousness and was unable to self-treat, requiring hcp administration of a "glucose solutions" and a pretzel for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.